Event description:
The customer reported there was no proper battery backup. There wa no report of adverse pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.